Event description:
It was reported that undersensing occurred during vt, due to low r-waves. When repositioning was unsuccessful the lead was explanted and replaced. The condition of the patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.